Event description:
It was reported that the device allegedly experienced a channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. Upon visual inspection the service technician noted that the root cause of the customer reported issue of channel error was due to the pressure sensor. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/29/2018 to the present date 10/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The proximate cause of the customer reported issue was due to electrical failure of the pressure sensor.

Event description:
It was reported that the device allegedly experienced a channel error. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device allegedly experienced a channel error. There was no patient involvement.